Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual and microscopic analysis of the returned device identified: white particles on shell, fold creases, wear abrasion, a opening with striated edge on anterior side and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and implant exchange due to the patient¿s concern with the product. Device was explanted.